Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non-sustained oversensing. The event was resolved by reprogramming on (B)(6) 2018. No further information was available.

Event description:
New information received stated that the patient was not symptomatic as a result of the oversensing event. The patient was in stable condition throughout the event.

Manufacturer narrative:
Corrected information: further information was received indicating this event was a duplicate and reported in manufacturer reference number 2017865-2018-10753. Please retract this report 2017865-2019-03777.

Event description:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2017865-2018-10753.